Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025. On the same day, the patient reported receiving a low reading on their cgm device and attempted to self-treat. After treatment, the patient experienced hyperglycemia and was feeling fatigued, thirst, and vomiting. On (B)(6) 2025, the patient was taken to the hospital and treated with intravenous insulin. The patient recovered and was discharged after 9 hours. No fingerstick reading was reported from the patient's visit to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.